Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0X2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted Technical Support, was guided through a pump reset, and experienced recurrence of the malfunction, so Technical Support arranged a replacement pump, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days, to use multiple daily injections as backup insulin therapy, and to manually reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.